Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 541 mg/dl at the time of incident. Patient's current blood glucose was 595 mg/dl. Customer stated that she has been experiencing no delivery all night. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. Customer is not using a cannula based infusion set. Customer is unable to remove set at this time to test site portion of infusion set. Customer attempted to deliver a bolus for the blood glucose of 595 mg/dl, and the insulin pump alarmed no delivery after 2u. Customer treated for high blood glucose with insulin pump and bolus. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer is not calling back to perform an high pressure test. The insulin pump will not be returned for analysis.